Event description:
The customer stated he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer stated he has inserted the infusion sets in the abdomen for many years. Advised the customer to try inserting in different areas of the body due to possible scar tissue build-up in the abdomen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.